Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900465 was manufactured on 01/15/2019 a total of (B)(4) pieces. Lot was released on 01/31/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge was returned with 5 clips remaining in it. The applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. Reference file (B)(4) for investigation photos. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. One cartridge was returned with 5 clips remaining in it. Upon functional inspection, the clips were able to properly load into the jaws of the lab inventory applier and were successfully applied onto over-stressed surgical tubing. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.